Event description:
Patient revised due to pain and instability.

Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the part# 00587601019 and lot# 62063833 aug patella and no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. This device is used for treatment. Review of complaint history identified no additional reports for lot 62063833. No medical records were provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Due to the litigation process, little detail is available to aid in this investigation at this time. A definitive root cause cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Method codes: analysis of production records. Device not returned. Insufficient information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert pi015, rev j (nexgen complete knee solution augmentation patella) and the label associated with this product, the reported combination of device is incompatible which is off label use that has likely contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Investigation in progress. Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process.

Event description:
It was reported that a patient underwent a procedure to revise the patella implant due to pain, instability, and loosening on (B)(6) 2012. Subsequently the patient underwent a second revision of the patella due to pain and instability on (B)(6) 2012. A surgical revision and patellectomy was performed. The patella bone was replaced by a fully prosthetic implant.